Event description:
On (B)(6) 2013, neurotherm employee received a call from the facility reporting a patient burn. A neurotherm employee spoke with a physician from (B)(4). The physician stated the patient was mildly sedated during the procedure. The physician was performing the procedure when he felt heat from the handle of the electrode through his glove. The doctor removed the electrode from the patient. The physician indicated the patient received a superficial burn on the skin from the simplicity electrode which he treated with silvadene cream.

Manufacturer narrative:
The nt2000 generator was investigated upon return. It was confirmed there were no problems found. The rfde-si simplicity electrode was also investigated upon return. The simplicity electrode had passed all standard non destructive testing. Following those tests the end cap of the simplicity electrode was removed and a loose wire that had fallen inside the handle during assembly was found to be bridging 3 of the pins. The complaint could not be duplicated due to the loose wire likely having moved during it's transport from the facility to neurotherm.